Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the teflon sheath via the pt's right femoral artery. The pt had mild calcification and the possibility of torturous vessels. The md reported resistance as the iab catheter was being inserted into the teflon sheath. After the iab was inserted, the pt was transferred to the intensive care unit (ICU). After four hrs of intra-aortic balloon pump (iabp) therapy blood was observed in the driveline tubing. As a result, the iab was removed and replaced with another iab. There was no reported pt death or injury. Medical / surgical intervention was not required. There was no reported delay in iabp therapy. There were no reported pt complications and the pt outcome is listed as good.

Manufacturer narrative:
(B)(4). The event was initially believed to be asr reportable through our exemption for balloon ruptures. The returned device was evaluated and did not meet the criteria of a ruptured intra-aortic balloon. No sample was expected to be returned for eval, but a sample was in fact rec'd and evaluated. Device eval: returned were the fos iab assembly and 30cc driveline tubing. No sheath was returned. The balloon was unwrapped. The one-way valve was tethered to the gas lumen of the iab. Dried blood was noted inside the catheter as well as inside the short driveline tubing. The cal key was returned in a small plastic bag. The bladder was examined under magnification and the fiber was broken at approx 1.5cm from the iab distal tip. The iab was submerged in water and pressurized. A puncture was detected at approx 1.75cm from the iab distal tip. The puncture location is consistent with being caused by the broken fos fiber. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all mfg specifications prior to release. Conclusion: the reported complaint of "blood was observed in the drive line tubing" is confirmed. The fos fiber had broken and punctured the bladder allowing blood to enter the gas lumen of the iab. The potential cause of this is procedure/pt related. The damage sustained by the fos fiber and bladder appears to be consistent with that of acutely bending the tip area of the iab.